Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6)2023 this peritoneal dialysis (pd) patient reported having peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing stomach cramps and went to their primary care physician on (B)(6)2023. The physician suspected the patient had colitis and prescribed antibiotics (no information provided). The patient contacted the pdrn on the same day and was instructed to supply a sample of pd effluent to check for peritonitis. The pd effluent appeared cloudy upon receipt. The patient was diagnosed with peritonitis on that date. The pd effluent culture resulted positive for streptococcus salivarius. The patient¿s antibiotic treatment is intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis is unknown. The patient did not require hospitalization for this event. There was no report of any other issue with any fresenius product pertaining to this peritonitis event. No further information pertaining to the peritonitis event was available.

Event description:
On (B)(6)2023 this peritoneal dialysis (pd) patient reported having peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing stomach cramps and went to their primary care physician on (B)(6)2023. The physician suspected the patient had colitis and prescribed antibiotics (no information provided). The patient contacted the pdrn on the same day and was instructed to supply a sample of pd effluent to check for peritonitis. The pd effluent appeared cloudy upon receipt. The patient was diagnosed with peritonitis on that date. The pd effluent culture resulted positive for streptococcus salivarius. The patient¿s antibiotic treatment is intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis is unknown. The patient did not require hospitalization for this event. There was no report of any other issue with any fresenius product pertaining to this peritonitis event. No further information pertaining to the peritonitis event was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with liberty cycler set and the patient event of streptococcus salivarius peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler with liberty cycler set. Although the cause of the peritonitis was not determined, it is likely that there was a breach in aseptic technique. Streptococcus salivarius is a commensal bacterium of the human oral mucosa. According to peritoneal dialysis instructions for preparing for treatment, the patient is required to mask prior to treatment set-up as part of aseptic technique. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.